Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that they were unable to exit the "preparing to prime" loop. Customer also reported that replacement pump is now giving him a motor error during the prime. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump primed properly and the fill cannula feature functioned properly. No prime fill anomaly noted. No motor error alarm noted during bolus and basal delivery. The motor was tested outside of the device and passed. No cosmetic damage noted.